Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, the c-ring split in half and fell into the pt. The broken piece was retrieved using the tool through the original incision. The hospital reported that the incision was not enlarged and the pt did not experience excessive bleeding. A replacement device was used to complete the procedure. The hospital did not report any pt effects.